Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-75mg/dl fasting. Verified test strips expire 01/16/2018. Customer's test strips are being in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with 86mg/dl on (B)(6) 2015 5:53:00 am and with 86mg/dl on (B)(6) 2015 6:20:00 am. No adverse event reported.